Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. It is concluded that contact between the coil cable and the patient¿s body caused the burn with necrosis of skin. The coil cable was not positioned parallel to the axis of the bore, but crossed the patient in a loop. Furthermore the used scan protocols with 5 scans on high sar and high rf energy dose of 5.5 kj/kg contributed to the severity of the injury.

Event description:
Philips received a report from a customer related to a third degree burn with the sense cardiac coil (scc) on an achieva 1.5t system. A male patient was positioned feet first supine to undergo a pelvis examination. Shortly after the examination a 4 x 1 cm large third degree burn was observed on the patient¿s left upper leg.